Manufacturer narrative:
Date of birth: unknown/ not provided. If explanted; give date: not applicable as the lens remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnic toris intraocular lens (iol) was placed at 165* degrees at surgery on (B)(6) 2017 and was measured at the 6-month visit on (B)(6)2018 at 180 degrees (15 degrees difference). It was noted that the implant procedure was completed successfully. The lens remains implanted. The patient is doing well and the outcome is not interfering with daily activities. There was no patient complication and/or related injury. No additional information provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned and still implanted in the patient¿s eye. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.